Event description:
Device has been explanted nd replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4 d9 h3 h4 h6. Based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, broken device assessed as fold flaw opening. Additional observations: stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture confirmed via mammogram. The device has been explanted and replaced.

Event description:
Healthcare professional reported rupture confirmed via mammogram and capsular contracture baker grade ii. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.